Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. The faulty turbine module has not been returned for investigation, nor have the correct device logs. However, the problem description and the date of manufacture can confirm this issue. Investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators during that period of time. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
It was reported that the ventilator's turbine module failed. There was no patient harm. Manufacturer's ref. #: (B)(4).